Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (H3) the revision reported in was likely the result of a combination of prosthesis wear and aseptic loosening between the femoral component and the bone which led to the osteolysis and bone fracture after 13 years of implantation. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis and subsequent loosening and/or bone fracture. However, the potential contributions of loosening, prosthesis wear, and patient-related conditions to the sequence of events cannot be determined as the devices were not available for evaluation and pre-revision radiographs/ photographs were not provided. The most common probable root cause for the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Also, the most probable root cause for the reported event of "osteolysis" is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause for the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
H3: pending investigation. D10: 1650976 244-22-09 optetrak hi-flex tibial insert, sz 2, 9mm. H7: z-0019-2022.

Event description:
During the week of (B)(6), representatives of exactech, inc. And exactech spain conducted an in person site visit with ubarmin hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On 28-nov-2023 updates to the excel listing were provided. This patient (B)(6) was implanted with a 244-22-09 optetrak hi-flex tibial insert, sz 2, 9mm, serial number (B)(6). The insert was manufactured on 2/4/2010 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 2/4/2010 and was 0.05 years of shelf age at the time of implant. Patient was revised on 5/1/2023 approximately 13.04 years post implant. Intercondylar fracture with lysis in tibia. Loose femur. No additional details are available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3, h6. H3: the revision reported was likely the result of wear and fracture of the tibial insert and femoral loosening after 13 years of implantation. However, the reported femoral loosening could not be confirmed from the provided information. Loosening may have led to an increase in cement and bone particles in the joint space or abnormal contact between the femoral component and tibial insert and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis and subsequent loosening. However, the contributions of loosening, prosthesis wear, and potential patient-related considerations to the sequence of events cannot be determined. Fracture of the tibial insert was confirmed, but the root cause of the fracture could not be determined from the available information. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided.